Manufacturer narrative:
A product evaluation cannot be completed as the device was discarded. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an engineering evaluation will be initiated to assess for any manufacturing related processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the oximetry catheter it was completely pulled out from the insertion site/internal jugular vein. The suture wing, box clamp and suture loop were used to secure the catheter. No medication leakage or blood leakage occurred. No skin damage was observed where the suture wing, box clamp and suture loop were used. No new catheter was inserted. The customer commented that the sutures were loose where the catheter was secured. There was no allegation of patient injury. The device was discarded at the hospital.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint affected unit was not returned for evaluation; a product non-conformance or device failure could not be confirmed. A device history record review was performed, and no related non-conformances were found. As part of the manufacturing process 100% of the units go through a visual and packaging inspection. The instructions for use also contains directions on how to properly secure the suture loop.